Manufacturer narrative:
Investigation not completed. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer stated that her u by kotex super tampons are flat upon removal and come out in pieces. Not intending to seek medical treatment.